Event description:
Dexcom g7 sensor quality defect. Device issue classification: product quality defect / device malfunction. Device identification, device name: dexcom g7 continuous glucose monitoring (cgm) sensor, product type: medical device (diagnostic monitoring system), reference / model: stp-at-012, lot number: 1725181004, manufacture date: 06/04/2025, expiration date: 11/30/2026. Event description (clear, objective narrative): while attempting routine sensor replacement on (B)(6) 2026, multiple device units from the same lot exhibited a mechanical failure of the applicator/ejection mechanism. In total four (4) sensors could not be actuated, in that ejection button on the applicator cartridge could not be depressed, failure persisted regardless of applied force, resulting in the sensors being non-functional and unusable. All four of the unusable applicators/sensors were from lot 1725181004 and manufactured on the same day. A fifth (5th) sensor from the same lot, was successfully actuated, though the unit required significantly higher than normal force compared to typical use. Defect characterization failure mode: mechanical malfunction ¿ applicator button/ejection mechanism observed issue: complete inability to actuate multiple devices/ increased force observed in functioning unit, device usability failure prior to insertion suspected defect type: manufacturing or assembly issue affecting applicator function affected units: 4 of 5 sensors attempted (80% failure in-use observation) lot-specific concern: all defective units associated with lot 1725181004 - lot-specific clustering of failures. Patient impact clinical outcome: no injury reported potential risk: delay in glucose monitoring, risk of missed or delayed treatment decisions if alternative device unavailable. Actions taken: defective units not used due to inability to actuate replacement attempt continued until functional unit was applied. Pt: 4582. Device: 3270, 2577. Referenced reports: mw5189946, mw5189948, mw5189949, mw5189950. This report captures dexcom g7 15 day continuous glucose monitoring (cgm) system #2.